Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The user was implanted under the single sided deafness indication criteria. During the activation appointment on (B)(6) 2025 the user was not able to hear any sound with the device. However, at the switch-on the user had normal hearing in the right ear. The bci602 was implanted to act as a cros system. Re-implantation is considered.

Manufacturer narrative:
Device investigation shows a coil wire overload fracture as the root cause for the device failure. Since the implant did not work at first activation it is very likely that the implant has been inadvertendly damaged during implantation surgery. The untypical positioning of the implant may have contributed to this failure. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
Hearing performance with the device is affected. The user has been reimplanted.